Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient said they had 8 coupling bars on the implantable neurostimulator recharger but the implantable neurostimulator (ins) is not charging. Patient reported none of the charging quartiles are flashing on the insr even though the patient has all 8 coupling bar. Rep will call back to clarify what the patient is seeing on the implantable neurostimulator recharger. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was not sure what led to the ins not charging and none of the quartiles showing. Patient said they were charged by rep and was able to keep charging after that point. It does not take long to wear the battery out. The ins not charging and none of the quartiles have not really been resolved. Patient is working with health care professional (hcp) on it. No patient symptoms or complications were reported in this event.